Manufacturer narrative:
Covidien reference:(B)(4). The service engineer (se) evaluated the ventilator and replaced the graphic user interface (gui) printed circuit board (pcb). The hardware was updated for the backlight inverter printed circuit boards (pcbs). The ventilator passed self testing.

Event description:
Report received that the ventilator's upper display was erratic. Patient involvement information was not provided by the customer.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.